Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. No asystole was observed. The lead was found to have pulled back and dislodged. This lv lead was then explanted and replaced. No additional adverse patient effects were reported.